Manufacturer narrative:
Investigation results: the complaint of a damaged catheter adapter was confirmed, and the cause was likely manufacturing related. One 22g insyte autoguard was returned for investigation. No crack was identified in the IV catheter; however, the inside edge of the female luer adapter was damaged. The material was deformed due to what appeared to be an impact with a rigid material. No leaks were noted unless the maxzero connector was not fully tightened; however, the deformed material was likely a contributing factor of the reported event. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd insyte autog bc hub is cracked and leaks. The following information was provided by the initial reporter: mercy had a failure with an insyte autoguard cath recently. I believe that there was a crack that was not noticed until used on a patient. Additional information received on 30jul. 1. Could you please provide a further description of the issue? The IV was leaking at the hub of the IV catheter. The blue part of the angiocath was cracked and dripping blood. 2. Can you please provide an exact date of event in dd-mmm-yyyy format? I don't recall it was near the date xxx reached out. 3. Is there a photo or sample available showing the reported issue? If yes, are you able to provide the address of the facility for us to ship the return label? We kept the catheter but it was taped and bloody and I gave it to xxx. I believe you have already sent us the return slip. 4. What was the impact to the patient? Needed 2 additional IV starts. 5. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Additional sticks.